Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted for low impedance on the right ventricular (rv) lead approximately two weeks post implant. The rv lead remains in use. No patient complications have been reported as a result of this event.